Event description:
Follow up reported the cause of the event was lead dislodgement/migration. There were no abnormal impedances. X-ray on (B)(6)-2012 confirmed lead migration to the skin. Revision of lead was done on (B)(6)-2012 with good results. There was no injury to the patient. No further information was reported.

Event description:
It was reported that the patient underwent a lead revision procedure in (B)(6). The leads in the abdomen had moved and were in the wrong position so they had to be adjusted.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot#: unknown, product type: lead. (B)(4).